Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient required hospitalization for this peritonitis event. The patient was treated with vancomycin (1gm on the next exchange then every fifth day) and fortum (1gm in the next bag then 250 mg in each exchange). The root cause of the peritonitis was unknown. The patient was recovering from this event and pd therapy was ongoing. No additional information is available.